Event description:
It was reported that, during patient use, the ventilator graphical user interface (gui) display became inoperable. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. No components were replaced, and after running the vent for a couple of days on a test lung, the customer biomedical engineer placed the ventilator back to service.